Event description:
While using easy touch pen needles supplied by (B)(6). I experienced several failures including, needle would not pierce skin, another needle caused difficulty in squeezing injector button because of excessive back pressure. On three occasions needle shaft remained in pen after its protective housing was unscrewed. Another occasion the injected serum was so close to the surface of the skin that raised white area appeared. I reported the above to my (B)(6) healthcare today. I also reported this to (B)(6) - and was told I would have to visit my physician and have a letter stating that there was a medical necessity for me to receive a higher quality needle. I had mentioned that I previously used bd brand with not one failure. The failure of five needles out of 55 used is unacceptable. [Dates of use: (B)(6) 2011].